Manufacturer narrative:
The sample has been returned to arrow. Co's examination and testing failed to confirm the user's complaint. No balloon or catheter leakage could be detected.

Event description:
It was reported that the balloon on the catheter slowly deflated during use. It was removed and replaced with no complications.